Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to experienced discomfort and had infection. Additional information indicated that the patient had systemic infection. There were no additional adverse patient effects reported. This ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.